Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12cm distal to the is-1 connector pin into two segments. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were thoroughly analyzed. The visual inspection revealed a rubbed through insulation on the distal part of the lead. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. The ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 97 months and 59 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to multiple charging cycles and shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, which presumably resulted from the observed lead insulation damage. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of a material or manufacturing problem for these devices.

Event description:
After an implantation period of approx. 97 months, oversensing with inappropriate therapies was reported.